Event description:
It was reported that the cougar ls wire could not be advanced through the distal tip of the 4196 lead. The doctor had to use a stylet to place the lead. No status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the cougar ls wire could not be advanced through the distal tip of the 4196 lead. The doctor had to use a stylet to place the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku